Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting to us that during an arthroscopic meniscal repair, the silicone retaining sheath of an omnispan meniscal fastener fell off and into the patient's joint space. The fragment was easily retrieved and the procedure was completed successfully without further issue or harm to the patient.